Event description:
The customer reported that during use of the system, the system locked up. A reboot did not correct the problem. Another system had to be brought in to complete the case. No pt injury was reported.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer.